Event description:
Cardinal presource sterile c-section pack contained a suction catheter. The tip of suction catheter was discovered to be missing during a c-section. Area was explored and the tip was not found. Given there did not appear to be fracture lines, there is a question as to whether the tip was present when the package was opened. An attempt was made to dislodge the tip of another catheter and it would not break off. Because of the presumption during the c-section that the tip broke off into the abdomen, the area was surgically explored.